Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappears, with this advice acknowledged and understood by the customer.